Manufacturer narrative:
These events were submitted in error as they are not marketed in the us or considered similar to devices that we market in the us. This summary report now reflects zero events and can be disregarded/deleted/removed.

Manufacturer narrative:
This report summarizes 2 malfunction events. 2 events were due to loss of osseointegration ((B)(4)). In 2 events, there was no device problem found during evaluation. These are known inherent risk of the procedure.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. This report summarizes 2 malfunction events where patients' experienced endosseous dental implant failure.